Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarms and also received insulin flow block alarm. Customer stated that battery life was short. Customer was unable to clear the alarm and self test did not pass. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current measurement, sleep current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No pump error 4 noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. However, pump error 63 alarm confirmed in the device history due to broken pin trace on keypad assembly.